Event description:
The customer reported an error message that the extended test failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The three-station solenoid and exhalation valve assembly were returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned three-station solenoid and exhalation valve assembly revealed no evidence of damage or contamination. The three-station solenoid and exhalation valve assembly were installed in the fi test ventilator. An operational test was performed and the ventilator booted into normal ventilation mode and delivered breaths. No failures were identified during power cycling on and off test. The ventilator then booted into diagnostic ventilation mode and neonatal and adult extended self-test (est) was performed; ventilator passed both tests. Neonatal and adult pressure accuracy test was also performed and ventilator passed both tests. The inhalation and exhalation pressure test was performed and results within specifications. Fi technician run the three-station solenoid and exhalation valve test for an extended period of two hours; ventilator operates without any failures identified. The root cause for the reported issue could not be determined due to no failures were identified.